Manufacturer narrative:
The customer was advised with a quote to return the device to bench repair for exchange of device and they accepted. The device was returned to bench and evaluated. It was stated that there was a speaker malfunction and no sound at start up test failures on the mt56060 tool. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. Based on the analysis at the bench, it was confirmed that the product malfunction was caused due to a defective speaker. The customer was previously provided a replacement device to resolve the issue.

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that the device had no audio. The device was not in use on patient at time of event, there was no patient involvement.